Event description:
The customer reported that the hard drive was corrupted. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer decline service at this time. Case closed.